Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer reportedly went to the emergency room due to blood glucose level, value not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.